Event description:
A materials manager reported loss of suction was noted, during a procedure. There was no patient harm reported. Additional information was requested.

Manufacturer narrative:
The company representative examined the system and found no problem. The system was then tested and met product specifications. The company representative inspected the customers irrigation/aspiration kit and recommended the customer order new replacement o-rings. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported event cannot be determined. (B)(4).